Event description:
Nurse went to remove catheter and met resistance. She noticed a 'popping' sound when it was removed. Appears to be a 2 1/2" soaker catheter. Only one black mark was visible with a small portion of the catheter above it. It apperas to have broken off in the pt right beyond the first black mark. Estimated greater than 2" remaining in pt. Product will be returning to I-flow.